Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient's husband called to return the unit because the patient expired. No problem with the unit, however, further information regarding the death is not available.

Manufacturer narrative:
The initial report was submitted inadvertently as there was no malfunction, serious injury or death associated with the use of the abbott device. The physician stated the cardiomems device did not contribute to the death. The cause of the reported event was not due to an abbott device.

Event description:
Abbott was notified of the patient's death due to a request to return their patient unit. The healthcare provider stated there have been no cardiomems related cause of deaths that contributed to the event for this site.